Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 4968-25, implanted: (B)(6) 2013.

Event description:
It was reported that there were suspected fractures on both the atrial and rv (right ventricular) leads. Inappropriate pacing therapy was also reported, but could not be isolated to either or both of the leads, as neither fracture was confirmed clinically. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.